Event description:
Initial result for a patient calcium was 15.1. When repeated, the result was 8.9. The incorrect result was not used to guide therapy. The field service representative could not confirm any malfunction of the system.